Event description:
It was reported that post- pulse field ablation procedure with a farawave. The patient experienced worsening of their pre-existing condition of atrial fibrillation. A cardioversion was performed, and patient was able to recover. It is unknown if device will be returning.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to b5 describe event or problem.

Event description:
It was reported that post- pulse field ablation procedure the patient experienced worsening of their pre-existing condition of atrial fibrillation. A cardioversion was performed, and patient was able to recover. It is unknown if device will be returning. It was further reported that the event was reported incorrectly and there was no adverse event.